Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B)(6), male pt, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not a result of the reported malfunction. Complainant indicated that during subsequent testing, the device failed self-test.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.